Event description:
Additional information received nothing that the patient had their device explanted back in 2021.

Event description:
Patient presented with asthma like symptoms and had their device disabled and is being referred for an explant. No known surgical intervention has occurred to date. No other relevant information has been received to date.